Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, a flame appeared. Further, another item was available to complete the procedure with no adverse consequences reported.